Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device shutdown and unable to reboot. The field service engineer replaced the drawer controller on drawer 2.2. Device is now functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a power issue. The customer stated that there is no power to station. The customer conformed that there is no patient involvement, harm or delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the machine had no power. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that there was to a short to ground fault, which caused the diode d501 / mosfet q501 on the pcba to be blown. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device brand name, medical device model, medical device catalog, unique device identifier (UDI), section e initial reporter phone, section g manufacturing location, section h device manufacture date, reporting office contact, manufacturing location, reporting office. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31-aug-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "no power to the station" was confirmed by bd fse and subsequentlyvalidated in the dchu testing process. According to work order (B)(4): after troubleshooting, bd fse isolated the issue to aux drawers 2.1 and 2.2. Fse replaced the drawer controller of drawer 2.2. The device was then configured and tested by customer via hardware test application. The device operated as intended and exhibited no further issues. During dchu visual inspection: p/n 151622-01: no signs of physical damage, missing or damaged components, contamination, or any other anomaly were found within inspection. During dchu testing: p/n 151622-01: resistance measurement between tp505 and tp502 showed a value of less than zero ohms indicating a shorted diode d501/mosfet q501, therefore, the board was considered faulty. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported complaint was attributed to a short-to-ground fault, which caused the diode d501/mosfet q501 on the pcba to be blown.